Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that a patient experienced compartment syndrome, on the left side upper leg after a pfna-augmented study. Patient recovered without persistent damage. This complaint is from a (B)(4). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device is not distributed in the united states, but is similar to a device marketed in the USA. \investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Manufacturer narrative:
Date of event reported in error. Date of event is unknown. Implant date is unknown. (B)(4).

Event description:
It was reported that a patient experienced compartment syndrome, on the left side upper leg after a (B)(4) study. On (B)(6) 2013, a fasciotomy was performed on the patient and on (B)(6) 2013 the fasciotomy was closed. Patient recovered without persistent damage. This complaint is from a (B)(4) study. This is report 1 of 1 for complaint (B)(4).